Event description:
A peritoneal dialysis (pd) patient experienced "3rd round of peritonitis". The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics intravenously. Subsequently, it was reported that the patient experienced septicemia and had been in the hospital about 7 months and passed away. It was not reported if the peritonitis was resolved. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
B2 date of death: it was reported that the patient "passed first week on (B)(6) 2025". B3 date of event: it was reported that the patient had been in the hospital from on (B)(6) 2024 due to septicemia. It was further reported that the patient experienced the 3rd round of peritonitis and passed away the first week on (B)(6) 2025. H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.